Event description:
It was reported that during an attempted implant, the atrial lead was unable to be inserted into the atrial port. Several attempts were attempted but were unsuccessful. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of the inability to insert the atrial lead was confirmed and was caused by epoxy found on the atrial ring contact spring. The epoxy resulted in the reported difficulty inserting the lead.